Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that blood glucose was 554mg/dl due to issue. The customer declined further assistance on pump for high blood glucose as issue was addressed under infusion set. The device will not be returned for analysis.